Event description:
Spontaneous call from patient stating her cassette malfunction causing a 'no disposable, pump won't run error. Patient tried backup pump which did not work. Patient made new mix on new cassette and issue was resolved. Did the reported product fault occur while in use with a patient? Yes did the product issue cause or contribute to patient or clinical injury? No. Is the cassette available to be returned for investigation? Yes. Did we [MFR] replace cassette? No. Did the patient have additional cassettes they were able to switch to? Yes, if yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved? Ongoing? Resolved describe in detail any, and all damage to the cassette: none- causing error on pump only has this incident happened within the past 6 months? (Offer nursing evaluation) yes has this patient reported a pump malfunction within the past 6 months (offer nursing) no. Reported to (B)(6) by: patient/caregiver.